Manufacturer narrative:
R. Hiramatsu, r. Yagi, m. Kameda, n. Nonoguchi, m. Furuse, s. Kawabata, h. Ohnishi, s. Miyachi, and m. Wanibuchi: journal of neuroendovascualr therapy; 2023; 17: 217¿223; treatment outcomes of 94 cases of pipeline embolization device in a single center: predictive factors of incomplete aneurysm occlusion; doi: 10.5797/jnet.oa.2023-0027 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a study aimed to report the outcome of an endovascular treatment with a pipeline embolization device (ped) at a single center. They also examined the predictive factors for an incomplete occlusionafter the ped placement. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: pipeline flow diverter (ped), navien catheter, marksman catheter, phenom catheter, and hyperform balloon perioperative mortality was 0% among all patients adverse events / device product performance issues included:  one case where pipeline and marksman could not be removed from sheath. One case where ped could not be guided to the aneurysm due to tortuousness of the access route. Perioperative morbidity was found in 10 cases (10.8%) including asymptomatic cases. The breakdown was symptomatic intracranial hemorrhage (1), symptomatic cerebral infarction (6), asymptomatic internal carotid artery (ica) occlusion associated with dissection (1), oculomotor palsy, and puncture trouble (1). 58 patients had complete aneurysm obliteration, 16 had residual neck, and 20 had residual aneurysm. No further information was provided pertaining to medtronic products.